Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) surgeon's name: (B)(6) date of initial surgery: (B)(6) 2019 body part to which device was applied: hand surgery description: correction patient's information: 1,5 year-old, female problem observed during: into treatment/post-operative type of problem: device functional problem event description: using the multiplanar for radial club hand application. While distracting the distal segment, the proximal segment compressed. Therefore the intention to use the distractor for correction did not work (fig 3, pag 4 mr-0302-qr). The device was fixed with "glue" and tie-wraps to keep clamps in position. Procedure was continued and girl is in plaster now as final step. Obviously this took (far) longer than expected since initial distraction didn't work out. The complaint report form also indicates: - the device failure had adverse effects on patient - the initial surgery was completed with the device - the event did not lead to a clinically relevant increase in the duration of the surgical procedure - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copies of the operative report are not available - copies of the x-ray images are not available - patient current health conditions: ok, still in plaster. Further information and x-ray received on (B)(6) 2020 I got the x-ray (finally) and know the treatment took less than 2 weeks longer than expected (due to complications with the fixator). The child was 3 years of age and 12 kg manufacturer reference number: (B)(4). Distributor reference number: k-2020.0031.

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code m511 batch b152 (lot laser marked on component 600523) before the market release. No anomalies have been found. The original lot, manufactured in 2016 was comprised of 47 devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation the returned device, received on 11th march 2020 was examined by orthofix srl quality engineering department. The device was returned with glue and tie-wraps to keep clamps in position. The device was subjected to visual and functional check as per orthofix srl specification. The visual check evidenced some signs of wear on the device. In order to perform the functional check the fixing glue and tie-wraps were removed. The functional check evidenced that all the correction movements of the device perform properly. The distraction and compression movements are free. A mechanical test has been performed to evaluate the resistance of the clamp when it undergoes to compression stresses. The maximum load applied was 250 n (about 25 kg). No slipping of the slides has been detected. Medical evaluation the information available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. -24th march 2020 in this case it seems that the proximal clamp collapsed while the distal one was being distracted. It took a while for this to be realised. When the proximal clamp was cemented into position the correction went as planned. This was a soft issue correction so there was no major problem for the patient except for the fact that the fixator time was longer than anticipated. I would not be happy if I was the parent, or the surgeon. We should record this as a serious injury because of prolonged fixator time. -16th april 2020 with the results of the technical evaluation the problem that was presented with this m511 was that when distraction was applied at one end of the fixator, this was compensated for by spontaneous compression at the other end so that there was insufficient increase in the distance between the two clamps, which was the goal of the procedure. It is a puzzle as to how this could happen, because each clamp is moved by turning a threaded rod, as with all the minifixator lengtheners. There is therefore no possibility of one clamp sliding spontaneously because it can only move along the rail if the hexagonal nut at the end is turned, unless of course the driving mechanism is faulty. This technical analysis has shown clearly that the threaded rods that drive the clamp movement are fully functional, and the whole fixator is still within specification. It is therefore a mystery as to how this series of events happened. It seems that when the clamps were fixed in position with bone cement and cable ties, the correction was achieved as planned. I imagine that first one clamp was cemented in place and then the second one after the correction was complete. We have discovered no explanation for this malfunction. The fixator is functioning normally. -18th may 2020 with the x-ray image received well, everything seems ok in this image. It really does not help us understand what happened. Final comments from the results of the technical analysis it was concluded that the returned device was originally conforming to orthofix specifications. It was not possible to replicate the failure notified. The device still performs properly and it can function as intended. It was not possible to identify a specific root cause. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code m511 batch b152 (lot laser marked on component 600523) before the market release. No anomalies have been found. The original lot, manufactured in 2016 was comprised of 47 devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation: the involved device was received on (B)(6) 2020 by orthofix (B)(4) quality engineering department. The technical evaluation is in progress, waiting for further information from the local distributor. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. Orthofix (B)(4) requested further information to the local distributor, i.e. Copy of x-ray images and identification of treatment prolongation. No further details have been provided so far. As soon as the results of the investigation are available, orthofix (B)(4) will provide a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: hand. Surgery description: correction. Patient's information: (B)(6) year-old, female. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: using the multiplanar for radial club hand application. While distracting the distal segment, the proximal segment compressed. Therefore the intention to use the distractor for correction did not work (fig 3, pag 4 mr-0302-qr). The device was fixed with "glue" and tie-wraps to keep clamps in position. Procedure was continued and girl is in plaster now as final step. Obviously this took (far) longer than expected since initial distraction didn't work out. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health conditions: ok, still in plaster. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).